Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the flexvision pc did not power on. A review of the system logfile confirmed the malfunctioning of the flexvision pc. The hospital engineer checked the incoming power to pc and tried manual turn on, but the pc did not power on. The rse confirmed that the flexvision pc was defective and suggested the customer for a replacement. The defective flexvision pc was returned for analysis, and it was found that the power supply was defective. To resolve the reported issue, the customer order and replaced the flexvision pc on their own. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision pc did not power on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.